Event description:
Account alleged no bed function location. Technician found corrosion on the electronic components. He replaced a connector on the retracting frame and bottom of the foot board for resolution.